Event description:
It was reported that revision surgery was performed. The patient experienced pain, weakness of the legs and hips, fluid accumulations around the hip and elevated cobalt and chromium levels.